Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert 32, indicating a delivery motor communication error, which recurred within a week and prompted pump replacement; the patient experienced elevated blood glucose attributed to the event, with a reported maximum of 293 mg/dl and approximately 45 minutes above range. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, and the patient remained stable without hospitalization. Investigation included review of device history and user-reported data, verification of alert occurrence, and provision of education on shutdown and return procedures. Investigation of the returned device revealed a device malfunction involving the delivery motor communication pathway within the pump, consistent with prior occurrences of the same alert, and the device was replaced.